Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell 2 of 5 of peritoneal dialysis therapy. During troubleshooting, it was discovered that there was a loose connection. The technical service representative assisted the patient in clearing the alarm. The patient would complete therapy manually. Proper connection procedures were reviewed per user manual. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned; therefore, a device analysis could not be completed. However, a loose connection between a bag and the cassette was reported and is a known cause of this alarm. The cause of the loose connection was not determined. Should additional relevant information become available, a supplemental report will be submitted.